Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the physician was going to place the second mesh leg, the needle fell off of the suture outside the patient, without ever coming into contact with the capio device. It appeared that the needle was not "crimped" onto the suture. The physician completed the procedure with an uphold vaginal support system, with no complications to the patient. The physician stated that the final repair "looked great", and that he thought the uphold may have been an even better option for this patient than the pinnacle. The patient is reportedly "fine" post-procedure.